Event description:
It was reported that externalized conductors was observed under fluoroscopy. No electrical anomalies were detected. The lead remains implanted and will address at the next device change.

Manufacturer narrative:
(B)(4).